Event description:
It was reported that an ilet user experienced hyperglycemia with cgm values up to 259 mg/dl and a concurrent glucometer value of 259 mg/dl for approximately 30 to 60 minutes after missing a meal announcement, with no pump alarms and no infusion set or cartridge issues reported. Symptoms included fatigue consistent with hyperglycemia. Outcomes included transient elevated glucose without emergency treatment or hospitalization. Customer care agent performed investigative communication with the user and confirmation of cgm and assessment of meal announcement practices. Investigation of this case revealed device function within specifications, adequate insulin delivery pathway, and user-related missed carbohydrate announcement as the probable contributor to the hyperglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to missed meal announcement leading to transient hyperglycemia.

Manufacturer narrative:
Initial.